Event description:
Event was reported to (B)(4) by an atty. The patient has suffered pain, dyspareunia, bleeding, recurrence of stress, urinary continence, urinary complications, emotional distress, and need to be on a catheter. No further info has been provided.